Event description:
It was reported that during a device change out procedure this right atrial (ra) lead, implanted for approximately 24 years, was found to have fractured. The lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.